Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (95% stenosis degree) in a severely tortuous segment of the mid femoral artery. After pre-dilatation of the lesion, stent implantation was performed. First, a pulsar-18 t3 5/170/135 stent was implanted via the superficial femoral artery and successfully released. Subsequently, the complaint device was placed but failed to release.